Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the battery compartment is cracked and emits sound signals without alarm. The blood glucose value is unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. No audio/vibrate anomaly noted. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.